Event description:
It was reported to medtronic minimed that the customer experienced a bent sensor, change sensor/bad sensor, and harm reported with no reported allegation of a device malfunction. The customer reported hyperglycemia which did not require treatment. The customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-7040a, mmt-1884, mmt-332a, and mmt-242a. Customer reported a bent sensor (not a mild bend or curve). The consumer received a change sensor alert. The probable reasons were explained. The customer was unable to do a transmitter test, and/or the test passed. The customer was recommended to try a different sensor. The customer reported having excessive blood glucose. Troubleshooting was performed, but it was unclear whether the insulin pump device was used within 48 hours or whether the auto mode option was active at the time of the incident. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for mmt-242a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.